Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited variable impedance when the patient experienced a pneumothorax. The rv lead variable impedance was resolved when the patient's lung was re-expanded. The rv lead remains in use. No patient complications have been reported as a result of this event.